Manufacturer narrative:
(B)(4). The sealed package was visually examined. A hole was present on tyvek near corner of package and almost over the top corner of the handle of the device. The hole does not align with the device. The hole was formed from the outside in a circular form. It appears that the package was struck from the outside causing puncture hole through the tyvek. Cause and time of the damage to the package could not be determined, but most likely occurred outside of ees packaging, as packaging process at sort function has 100% visual inspection of each package.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that before a procedure, it was found that the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.